Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-open hemicolectomy, the patient experienced staple line bleeding at the gastrointestinal tract. The staple line was over sewn with 3-0 pds. The patient¿s enoxaparin was discontinued and given tranexamic acid as a medical intervention.